Manufacturer narrative:
Device evaluation: as received, the specimen consists of one hydro gw stf std s 150-038; returned partially reloaded into the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents skive/cut damage over the distal 15.25cm with a proximal to distal orientation, exposing the distal 15.2cm of the metallic core wire. The exposed metallic core wire presents deposits of dried blood-like material. The polymer jacket material that was skived from the specimen wire was not included with the specimen device. The specimen also presents a large radius bend over the distal 14.5cm, consistent with tensile loading from manipulation of the wire against resistance. The damage related to the specimen appears consistent with manipulation within a metal cannula or needle during the procedure. As noted in the device instructions for use (dfu) indications for use, "the zipwire hydrophilic guidewire is intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. The zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use". Also indicated in the warning section of the device instructions for use (dfu), "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval". Based on the information provided, procedural and/or clinical factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be filed.

Event description:
It was reported that coating from zipwire came off inside the patient. Wire stayed in-tact. The procedure was reported as an infusa port subclavian vein.